Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa procedure, air was pulled back in the 13f agilis sheath when the volt catheter was introduced. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.